Event description:
It was reported that during testing, the device exhibited cassette not locked alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.

Manufacturer narrative:
Device evaluation: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with missing battery door, damaged battery compartment, peeling downstream occlusion sensor (dso) seal and scratched lens; tamper seals were missing. There was no evidence of the error or reported problem in the event history log. The reported problem was duplicated. During the functional test, found that the latch lock flex can recognize when latch but not when locked. The investigation found that the latch lock flex was inoperable. For corrective action the latch lock flex was replaced. The root cause of the reported issue was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).